Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of cleviprex was programmed to start at 1mg with volume to be infused of 30ml (from a 50ml bottle). The infusion was then immediately paused due to blood pressure trending down. Nitroglycerin infusion was also stopped but the patient's blood pressure continued to decrease. An infusion of neosynephrine was initiated and the dose was titrated up. The blood pressure dropped to lowest with systolic in the 60s. The clinician then assessed the pump as the blood pressure was not improving and it was noted that the tubing and the bottle of cleviprex were empty. It was found that the pump module was in the "paused mode" and emptied the contents of the bottle into the patient. It was also reported that there was air in the tubing when there should have been an alarm. The clinician manually clamped the tubing and unattached from the patient. The physician was notified and the device was taken out of use. The event occurred on a patient who just had coronary artery bypass graft and was just transferred from the operating room less than 45 minutes before the incident. The patient was stabilized and the graft remained open.

Event description:
It was reported that an infusion of cleviprex was programmed to start at 1mg with volume to be infused of 30ml (from a 50ml bottle). The infusion was then immediately paused due to blood pressure trending down. Nitroglycerin infusion was also stopped but the patient's blood pressure continued to decrease. An infusion of neosynephrine was initiated and the dose was titrated up. The blood pressure dropped to lowest with systolic in the 60s. The clinician then assessed the pump as the blood pressure was not improving and it was noted that the tubing and the bottle of cleviprex were empty. It was found that the pump module was in the "paused mode" and emptied the contents of the bottle into the patient. It was also reported that there was air in the tubing when there should have been an alarm. The clinician manually clamped the tubing and unattached from the patient. The physician was notified and the device was taken out of use. The event occurred on a patient who just had coronary artery bypass graft and was just transferred from the operating room less than 45 minutes before the incident. The patient was stabilized and the graft remained open.

Event description:
It was reported that an infusion of cleviprex was programmed to start at 1mg with volume to be infused of 30ml (from a 50ml bottle). The infusion was then immediately paused due to blood pressure trending down. Nitroglycerin infusion was also stopped but the patient's blood pressure continued to decrease. An infusion of neosynephrine was initiated and the dose was titrated up. The blood pressure dropped to lowest with systolic in the 60s. The clinician then assessed the pump as the blood pressure was not improving and it was noted that the tubing and the bottle of cleviprex were empty. It was found that the pump module was in the "paused mode" and emptied the contents of the bottle into the patient. It was also reported that there was air in the tubing when there should have been an alarm. The clinician manually clamped the tubing and unattached from the patient. The physician was notified and the device was taken out of use. The event occurred on a patient who just had coronary artery bypass graft and was just transferred from the operating room less than 45 minutes before the incident. The patient was stabilized and the graft remained open.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of cleviprex was programmed to start at 1mg with volume to be infused of 30ml (from a 50ml bottle). The infusion was then immediately paused due to blood pressure trending down. Nitroglycerin infusion was also stopped but the patient's blood pressure continued to decrease. An infusion of neosynephrine was initiated and the dose was titrated up. The blood pressure dropped to lowest with systolic in the 60s. The clinician then assessed the pump as the blood pressure was not improving and it was noted that the tubing and the bottle of cleviprex were empty. It was found that the pump module was in the "paused mode" and emptied the contents of the bottle into the patient. It was also reported that there was air in the tubing when there should have been an alarm. The clinician manually clamped the tubing and unattached from the patient. The physician was notified and the device was taken out of use. The event occurred on a patient who just had coronary artery bypass graft and was just transferred from the operating room less than 45 minutes before the incident. The patient was stabilized and the graft remained open.